Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Additionally, it was reported that intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Blood glucose level was addressed with manual injection. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.